Event description:
Affiliate reported the customer alleged three storz cystoscopes went through the sterrad nx and were damaged after 9 cycles. Per the manufacturer these scopes are compatible. The tips are rolling back from the metal end. The eto cap is buckling after being in the sterrad. The staff hand wash the scopes and do not place in heating cabinets. The damage was detected prior to use on a patient.

Manufacturer narrative:
See MDR 2084725-2009-00294 and 2084725-2009-00295.